Event description:
It was initially reported that the patient was having trouble with the pump over the weekend and was looking up recalls and found one on his pump and questioned whether his pump was affected. The patient experienced withdrawal. The patient¿s pump was alarming on 2014 (B)(6) and he went outside where it was -2° f. While cleaning his car he was ¿pouring sweat.¿ the patient went to the emergency room (ER) and they told him that his pump had been alarming for 9 days and ¿your out of juice so that put me through withdrawals.¿ the alarm was confirmed by telemetry as a non-critical alarm. The patient went to their healthcare provider (hcp) on the prior friday and had a bolus put in. ¿on saturday,¿ the patient was ¿really bad¿ and found out that they were ¿pushing air.¿ the patient drove 63 miles to his health care provider (hcp) in pain, shooting pain down his back and reported that it ¿felt like the day I got in my accident when I went through the bed of a truck with a fork lift.¿ reportedly, there was an air pocket in the spinal area from the pump. The patient could not sleep from tuesday to thursday and was taking peto-bismol for his stomach and had lost 12 poun ds in four days because he could not eat and was sick all the time. The hcp gave him some medication and that helped him for a day. A refill was scheduled for 2013 (B)(6). It was noted that up until the day of report the patient was still having some pain and h having some withdrawal. When the patient was sleeping the day prior, the patient¿s left leg and arm were twitching all night long. However, the patient was still having pain the prior tuesday and the patient¿s hcp gave them a bolus in their back. The chronic pain was gone but he was still having twitching and could not hold his hand straight. It was reported that the patient¿s hcp had him on oral medication twice a day and testosterone because it dropped too next to nothing; doxeprin 25 milligrams (mg) and melontonin 5 mg over the counter for sleep. The patient had a decent sized dinner ¿the night prior¿ and got real sick.. Additional information was requested to clarify event events to which the health care provided the patient also experienced increased pain, burning feet, bad taste in mouth and shaking. The patient heard an alarm nine days, but thought it was the continuous positive airway pressure (CPAP) machine. The patient had a ¿dose increase in october, this had changed the refill date, but the patient never changed refill appointment and the staff responsible for refills was not made aware.¿ the low volume alarm was set to go off on 2014 (B)(6). Pump interrogation noted the ¿low reservoir alarm¿ was occurring and the pump was filled on 2014 (B)(6). The patient was later seen on 2014 (B)(6). The patient was doing well, had minimal pain, and next refill date was 2014 (B)(6). The patient further reported additional symptoms during the withdrawal which included freezing, sweating, and a lot of pain. It was noted that patient was given a shot of morphine at the hospital. Reportedly, due to an air bubble that was pushed into the spinal cord, patient had ¿shooting pain¿ down their legs. However, after seeing the healthcare provider, patient started feeling a little better. Approximately eight months later, the patient stated his pump had run out early, approximately one year ago. At that time when the patient¿s physician filled the pump the patient ¿got an air pocket in it.¿ the patient reported that he experienced the following symptoms as well at that time: fatigue; a nasty metallic taste in his throat and smell in his sinuses; a lot more pain in his back, legs; stinging in his feet; could not function or eat; everything above the pump felt like ¿it was gone;¿ the area above the catheter went numb; and the patient had a bad headache in the back of his head back of his spine. This device system delivered bupivacaine and morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).